Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and electric shocks for what appeared to be atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) reviewed report with the clinician. Device remains in service. No additional adverse patient effects were reported. Subsequently, additional information was received indicating device delivered 5 inappropriate anti-tachycardia pacing (atp) and 6 electric shocks.

Event description:
It was reported that this implantable pacemaker delivered inappropriate anti-tachycardia pacing (atp) and electric shocks for what appeared to be atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) reviewed report with the clinician. Device remains in service. No additional adverse patient effects were reported.